Event description:
Noise can be seen on the ff and rv channels on (B)(6) 2023. The short rv interval counter also incremented on this day only. The rv threshold intermittently is aborted. Clinic will follow-up with the patient to see what they were doing on this day and evaluate. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.